Event description:
It was reported when the kit was opened, the guidewire was bent. Another device was requested for use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened arterial kit for analysis. No signs of use were observed. The kit was opened to further analyze the components. Visual analysis revealed that the guide wire contained one kink. Likewise, evidence of creasing was also observed on the protective tubing and the sac packaging. It was also noted that the lidstock clearly states "do not bend" on the top and bottom of the pouch. The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The kink on the guide wire measured at 150mm from the distal end. The guide wire total length measured 351 mm, which is within the specification of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured .518mm, which is within the specification of .508mm-.533mm per the guide wire product drawing. The guide wire was threaded through the returned catheter. The undamaged portions of the guide wire were advanced and passed through the catheter with minimal resistance. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Do not use if package is damaged". A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use if package is damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one major kink around the middle of the extrusion. Similar bending/kinking was also observed on the protective tubing and outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend". Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when the kit was opened, the guidewire was bent. Another device was requested for use.

Event description:
It was reported when the kit was opened, the guidewire was bent. Another device was requested for use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.